Manufacturer narrative:
Additional information: the device was safely removed from the patient. The blade was within the housing but not enough to turn the device off. No deformation was noted in the cutter. There was no indication of any component detachment on inspection of the device when removed from the patient. The procedure was then successfully completed using a replacement device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a hawkone h1-ls device to treat a 300mm plaque 90% stenotic lesion in the patient¿s distal/mid/proximal superficial femoral artery (sfa)/popliteal artery. Vessel diameter was reported as 5mm. There was little tortuosity but severe calcification reported. IFU was followed and the device was prepped without issue. It was reported that the device was successfully used for 4 insertions and multiple passes. On the 2nd pass, on the 5th insertion, it was reported that the device would not close properly. The device would turn off but would not pack. The device was removed from the patient and it then noticed, on inspection, that a piece of metal was sticking out near the thumb switch. It would not go all the way forward and stayed on. A new device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was removed from the packaging for investigation. Dried blood was noted on the cutter driver. A 45-degree bend in the shaft was noted beneath the strain relief. Biological debris and dried was noted on distal assembly. A bend was noted in the distal assembly approximately 3.7cm distal to the cutter window. A slightly bend was noted from the middle of the distal housing to the distal tip. If information is provided in the future, a supplemental report will be issued.